Manufacturer narrative:
The meter is exhibiting the memory overwrite malfunction. No add'l evaluation is required. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measure setting of their freestyle flash meter changed. The meter is exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.